Manufacturer narrative:
(B)(4)

Event description:
It was reported that a presyncopal patient presented remotely via merlin.net. Review of the transmission revealed that the pulse generator exhibited backup vvi operation. The patient was brought into the clinic for further troubleshooting. A device software download was performed successfully.